Event description:
Meter kept giving the apply sample symbol. The pt had reported that one week ago pt was taken to the emergency room since pt could nto get the meter to function. Pt was admitted to the hospital with a result of 500 mg/dl and was given a shot of insulin (type and dosage unknown). The pt was unable/unwilling to answer if pt had experienced any symptoms at the time of concern. During troubleshooting, it was determined that this was a new meter. It was discovered that the pt was not applying enough blood sample to the test strips and pt's testing technique was not correct. Pt was asked to retest with a new test strips and a sufficient sample size. Pt received an error 5. Pt was asked to retest with proper technique and recieved a reuslt of 322 mg/dl. Therefore, the issue was resolved and there was no evidence of meter malfunction. The pt's medication regimen is unknown. Based on the information provided, there is no indication that the product has malfunctioned. However, there is user error involved, which may have contribtued to the hypergylcemia. Although the events leading to the incident is unknown, the pt was not able to test on the meter due to technique issue at the time of concern, which resulted in a serious injury. Therefore, this case is reported as an adverse event and meets the criteria for a medical device reportable. The pt was not sent any replacement products.